Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat # 623-10-36g lot # 33346901 description trident 10 x3 insert 36mm ID. Cat #2030-6516-1 lot#mjkykt description: 6.5 cancellous bone screw 16mm. Cat #2030-6520-1 lot # mjkykp description: 6.5 cancellous bone screw 20mm cat # 2030-6516-1 lot #mjkl27 description: 6.5 cancellous bone screw 16mm. Cat # 2030-6525-1 lot # mjkrke description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices.

Event description:
It was reported that, "the pt has had a tha. Recently, the pt was infected. Therefore, the surgeon performed a revision surgery on (B)(6) 2010."